Manufacturer narrative:
Evaluation code; corrected data: the previously submitted MDR inadvertently provided the wrong conclusion code for the event.

Event description:
It was reported that the implanting surgeon experienced difficulties to torque the setscrew. The screw could be torqued at the end and the implant was completed successfully. It was reported that the lead impedance was ok after the implant. Review of manufacturing records confirmed that the generator m102 sn (B)(4) passed all functional tests prior to distribution.